Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician tried numerous positions trying to get the helix to bite and obtain a good current of injury. During one of the placements the physician attempted to extend the helix, but there was quite a bit of torque built up so the helix would not extend as the torque would not transmit to the tip of the lead. The physician attempted to extend the helix a second time with several turns, but with no success. The lead was removed and the physician attempted to extend the helix outside the pocket, but that was unsuccessful as well. The lead was not used and a new lead was implanted instead. Additionally, it reported that once the procedure was completed the physician asked the scrub nurse to fluoro the leads on last time. It was then discovered that the atrial lead had dislodged. Since the patient was still on the table and the field was still sterile the physician scrubbed back in, opened the pocket, and repositioned the atrial lead with success. The atrial lead remains in use. No patient complications have been reported as a result of this event.